Event description:
The dental implant fx3610swc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 4 days after implantation. The patient has history of tobacco use, bruxism, and drug abuse. The patient required bone augmentation for the operation. The patient required another surgical intervention for recovery.